Event description:
The catheter's two outlet holes were placed near the valve cap. The valve cap is at the top of the tube and the holes are supposed to be at the bottom. The radiologist did not notice this until after he tried to use it on the infant.